Manufacturer narrative:
Radiographs confirming the event were received. Device appears to be intact and properly aligned, spite the migration anteriorly. Revision occurred, but the device was not released by the hospital, not returned and could not be evaluated. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the condition of the anterior ligament, the degree of spinal instability, the longevity/the degree of pseudarthrosis or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause of the implant being anterior from intended placement cannot be determined.

Event description:
Patient underwent a plif procedure at l5-s1, in (B)(6) 2021. In (B)(6) 2022, radiograph received noted the implant had migrated anteriorly. Revision surgery occurred to replace the implant.